Manufacturer narrative:
Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record (DHR) a DHR review cannot be performed as the lot number for this component was not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Urinary retention and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this sling device underwent an artificial urinary sphincter (aus) implant surgery. The reason for implant of the aus was not specified. The patient outcome was not reported. No further information could be obtained despite good faith efforts.